Event description:
Pt here to have bilateral total skin sparing mastectomy, while using the cautery to the left breast areola area, md noticed a burn to the left lower areolar area approximately 1 cm x 1/2 cm. Dr checked the cautery tip and a small area was noted to the tip of the cautery that was melted. Cautery tip and bovie handpiece removed from or field. Sequestered to biohazard bag. Pencil tip has a hole burned through the insulation about 2cm from the end. Esu machine was tested for power accuracy and was found to be within specification.